Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. The device was explanted and replaced on (B)(6) 2025. No information regarding adverse patient consequences was reported.